Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the upper and lower flanks using a cooladvantage coolcurve+ contour applicator who developed paradoxical hyperplasia (pah/ph) of the treated areas 4 months after treatment, diagnosed as ph of the subscapular back bilaterally on (B)(6) 2018. Tissue described as firm, enlarged fat and the 4 treated sites with visibly enlarged tissue volume over the treated area. After review by an independent panel of physicians, ph was confirmed in the upper flanks but could not be confirmed in the lower flanks.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the upper and lower flanks using a cooladvantage coolcurve+ contour applicator who developed paradoxical hyperplasia (pah/ph) of the treated areas 4 months after treatment, diagnosed as ph of the subscapular back bilaterally on (B)(6)2018. Tissue described as firm, enlarged fat and the 4 treated sites with visibly enlarged tissue volume over the treated area. After review by an independent panel of physicians, ph was confirmed in the upper flanks but could not be confirmed in the lower flanks.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.